Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left tha (B)(6) 2008. Initial bearing surface (per patient) either mom or coc - bearing surface revised to mdm due to squeaking in 2015.